Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to door not fully latched messages which were reproduced during eval while attempting to run a loaded set. The door latches close, but excessive force being required to close door. The door hooks and latch pins were replaced.